Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. The patient was brought into clinic and a device software download was performed successfully. The patient was asymptomatic before, during, and after reprogramming.